Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a reading of hi (greater than 500 mg/dl) when scanning the adc freestyle libre sensor compared to the built-in meter. When plotted on the parkes error grid, a sensor scan result of hi (greater than 500 mg/dl) and built-in meter result of 72 mg/dl and 77 mg/dl fall into the "d" zone, showing the difference in values to be clinically significant. On (B)(6) 2020, the customer self-treated with 12 units of fast-acting insulin, novo rapid, based on the scan of hi and subsequently experienced a symptom of tremors. The customer was taken to the hospital and was treated by an hcp with IV glucose. A follow-up glucose test of 100 mg/dl was obtained on the hcp meter. There was no report of death or permanent injury associated with this event.